Event description:
This is an international report of a system error 2240/2367 alarm that appeared on the homechoice (hc) unit during drain 4/5. The home patient (hp) was not connected at the time of the alarm. The patient disconnected prior to the alarm and then reconnected. Technical service representative (tsr) recycled power cleared and explained alarms, caller will finish with manuals. Caller will call renal nurse. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient disconnected prior to the alarm and then reconnected. The root cause is use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.